Manufacturer narrative:
Eval result: fowler.

Event description:
It was reported by service report that the fowler can't lower or raise. It is unk if there was pt involvement, however, no adverse consequences are reported.